Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation with the farawave catheter, the patient experienced a pericardial effusion. The effusion was confirmed with an ultrasound. Drainage was performed immediately, and the patient was returned to the ward thereafter. The procedure was completed successfully with original device. The device is not available for return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation with the farawave catheter, the patient experienced a cardiac tamponade and pericardial effusion. The effusion was confirmed with an ultrasound. Drainage was performed immediately, and the patient was returned to the ward thereafter. The procedure was completed successfully with original device. The device is not available for return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.